Event description:
3 month old male with history of ventricular septal defect coarctation of the aorta, asd, aortic stenosis & subaortic stenosis. S/p arch repair & extended aortic root replacement and subsequent aortic root replacement due to homograft root incompetence. Had a second aortic homograft implanted approx 8 mos later pt presented with severe aortic incompetence and tricuspid incompetence. This pt underwent a ross procedure during which the 2nd aortic homograft was explanted.